Manufacturer narrative:
A4-a6:unk claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens with a -11.0/2.0/091 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause of the event is unknown.